Event description:
Patient sent to interventional radiology for quinton catheter placement. Local anesthesia administered. Using micropuncture introducer set to access jugular vein, bentson wire used to preserve the venous access. Dilator used to dilate the access site up to 7 french. Unable to complete the procedure, due to inability to provide adequate anesthesia due to pregnancy. Dilator left in to provide venous access with plan to schedule anesthesia at later time. Eighteen hours later patient complained of feeling short of breath, coded and died. Autopsy revealed pinhole size perforation in atrium, cardiac tamponade.